Event description:
Upon receipt of the device, our foreign consignee reported that the gas b delivery circuit did not perform to specification. Our foreign consignee reported that the calibrator was repaired on site by making a screw adjustment. Since the event occurred upon receipt of the device, there was no patient involvement during this event.